Manufacturer narrative:
Continuation of concomitant products: 5076-52 lead implanted: (B)(6) 2019.

Event description:
It was reported that during use of the right ventricular (rv) lead, a rv tip to rv coil lead impedance warning triggered noted as low impedance and small r-waves were noted. It was also noted there appeared to be right atrial (ra) lead undersensing. Additionally, it was noted that an electrogram episode was invalid. The episode was able to be pulled from the smart sync programmer. It was also reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the patient received possible inappropriate high voltage therapy for suspected atrial fibrillation (af) with rapid ventricular response during ventricular fibrillation (vf) episode. The rv lead, ra lead and crt-d remain in use. No further patient complications have been reported as a result of this event.